Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("other cramping"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.